Event description:
Brush head into the back of throat. Metal shaft was broke - oral-b [device breakage] case narrative: a parent via phone stated that the oral-b toothbrush head went into the back of their 26 year old (male) son's throat after the metal shaft of the oral-b toothbrush, model: 3772, broke. No injury was reported.

Manufacturer narrative:
20-jul-2023: product investigation results: complained product received - user handling was identified as root cause for the complaint.

Manufacturer narrative:
Product return was requested or its in transport. Evaluation will occur upon receipt of product return.

Event description:
Brush head into the back of throat...metal shaft was broke - oral-b [device breakage]. Case narrative: a parent via phone stated that the oral-b toothbrush head went into the back of their 26 year old (male) son's throat after the metal shaft of the oral-b toothbrush, model 3772, broke. No injury was reported.